Event description:
It was reported that the patient reported to the hospital and had to be "reanimated". It was also reported that there was high impedance, oversensing, noise, and an apparent lead fracture on the ventricular lead. It was also reported that the patient received inappropriate therapy. Myocarditis and pleural effusion also reported. The device and leads were extracted and replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available. The lead is part of the advisory for this model.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The lead is part of the advisory for this model. Analysis of the lead is in process; the results will be forwarded when available. Evaluation summary: (B)(4) analysis of the device revealed normal battery depletion.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The lead is part of the advisory for this model. Evaluation summary: (B)(4) analysis of the device revealed normal battery depletion. (B)(4) the lead was returned in segments, analyzed and no anomalies were found. It was noted that the defibrillation coil was distorted, there was blood/body fluid on the outer tubing overlay, outer tubing overlay melted, outer tubing overlay cosmetic environmental stress cracking, there was a white substance on the outer insulation, the outer insulation had a cosmetic depression and there was apparent explant damage.

Event description:
Asku